Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 2017865-2021-28832. It was reported that the patient presented for a follow up in-clinic. Upon interrogation, it was noted that the pacemaker was unable to interrogate. The right ventricular (rv) lead exhibited failure to capture, failure to sense, low pacing impedance, and variable ventricular sensing. The pacemaker was explanted and replaced. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.